Manufacturer narrative:
This device is a raised toilet seat - model 1391ap serial number unknown. It is unknown if the consumer followed the user instructions as stated in part no (B)(4). The following instructions are related to this event. Do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur. If so equipped, use the arm supports only for assistance. Do not attempt to use the arms to support full body weight. Always check to make sure that the raised toilet seat is securely in place and stable before each use. Make sure that the knob that secures the raised toilet seat to the toilet is tight at all times. Be sure to center your weight on the raised toilet seat as the seat may tip if you lean too far forward or to either side. Invacare recommends using a toilet safety frame or grab bars in addition to the raised toilet seat. Users with limited physical capabilities should be supervised or assisted when using the raised toilet seat.

Event description:
The consumer was using the raised toilet seat and went to stand up, when the armrest on the left side allegedly gave out, causing the consumer to fall. A 911 was called and the consumer was transported to the hospital. Serious injury is alleged.